Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump, confirmed the shipping address, and instructed the customer to put the pump into storage mode and return it with a pre-paid label within 10 days. The customer acknowledged and understood all instructions.